Manufacturer narrative:
Please reference MDR 2183870-2008-00189 for the spiderfx used in this procedure.

Event description:
Upon delivering the paramount mini stent over the 0.014" spiderfx wire, the balloon could not be retrieved from the stent. In attempting to retrieve the balloon, the balloon became fixed to the spiderfx basket and the sheath. The filter then became fixed to the distal end of the stent and the entire apparatus had to be removed via the brachial artery. The artery was damaged at the exit site, and the physician had to execute an open repair of the brachial artery. The pt is reported as doing well.